Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with the catheter loaded with the metal cannula. Residue was present in the stopcock of the catheter and proximal metal cannula to indicate handling/use. From a visual evaluation, it was found that the suture was broken at the distal end/ pigtail and the remaining section of the suture with stopcock key was also returned. The suture was found to broken approximately 9 mm from the distal drain hole approximately at the distal suture hole. Examining the cut/broken ends of the suture, it appears that the suture was weakened and broken by the sharp edge of metal cannula likely when the metal cannula was inserted and locked inside the catheter during customer usage. The suture did not break due to inadequate suture strength or material degradation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous drainage procedure a "suture separation" occured. The physician was treating the bile duct. The flexima catheter was being used, when the physician observed that the suture at the tip of the device was separated. The procedure was completed with another of the same device. There were no reported complications and the patient condition is stated as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous drainage procedure a "suture separation" occured. The physician was treating the bile duct. The flexima catheter was being used, when the physician observed that the suture at the tip of the device was separated. The procedure was completed with another of the same device. There were no reported complications and the patient condition is stated as good.